Manufacturer narrative:
Brand name was unknown. The catalog number, lot number and unique identifier( UDI) were unknown. The manufacturing site name and address were unknown. PMA/510(k) number was unknown. The device manufacture date was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unknown cutter was found inside the motor locking mechanism. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition the cutter was received. The piece of the cutter was broke off below the laser marking and identification of the cutter and the lot number could not be identified and the rest of the cutter was not received. The cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning (user error). If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that a cutter device would not load into the attachment device. During in-house engineering evaluation, it was determined that there was a piece of unknown cutter inside the motor locking mechanism of the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.